Event description:
Additional info provided by the surgical tech and implanting surgeon indicated that after implantation of the iol, the front haptic entered the anterior chamber and disrupted the posterior capsule. An anterior vitrectomy was necessary. It was also noted that the trailing haptic was bent. The iol was then removed without difficulty and a different posterior chamber lens was placed in the sulcus. Both health professionals stated there was no product failure and that the event was not related to the product. The surgeon stated that the surgical incision was probably too small leading to the intraoperative complications.

Event description:
A certified surgical technician reports that during intraocular lens (iol) implantation, the capsular bag was ruptured. The association between this event and the iol is not known. Additional information has been requested.